Manufacturer narrative:
Device evaluation: device returned for "failure, calibration needed". The stated problem was verified and repaired. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd legacy plus pump failed calibration. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.